Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medications were not on the profile. A technical support specialist advised the user to use an override code for the medication from the pharmacy to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system medication was not on the profile. The customer reported that users were unable to remove medication from the station. Users from issuing the necessary medication, norco 10mg tablet. There were no adverse events or injuries reported based on this incident.